Event description:
Reason for drafting: when the request items pointed out by the customer described in the repair request slip were evaluated by rsa, they corresponded to pae. Applicable defect: image is not displayed and cannot be restored (with error code) applicable ufc: ssi51 pae judgment result: pae investigation to the relevant facility: unnecessary judgment reason: the following information is obtained from the information source. Was there a death, injury including infection in patients or health care professional ?: no occurrence. Has this malfunction impacted patient or health care professonal other than health injury ?: no occurrence. Remarks repair request ?: srrkar53 user pointed out defect: scope presence / absence of communication error reproduction: after the repair estimate inspection, record it in the distance log. Person in charge: (B)(6).

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as no image is displayed due to a damaged to the charged coupled device unit and scratches on the electrical contacts of the video connector. Additionally, the angulation free/engage lever is loose. There are scratches on the following: video connector, control body, grip, the up/down and right left plate, switch cover (1), the light guide connector, the video connector case. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair history shows the tip of the insertion unit was replaced on (B)(6) 2021. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, the exact cause of the reported issue could not be conclusively determined. Although it cannot be specified, the potential cause of the defect can be attributed to failure of the image unit, a board inside the scope connector or a problem on the system side. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report was submitted to provide a correction to the event description (b5).

Event description:
Olympus was informed that the customer endoeye flex deflectable videoscope was returned to olympus for service/repair for a reported ¿scope communication error¿, no image malfunction. The event occurred during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation of the returned device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, as a result of disassembling the scope, when the distal end insertion unit is changed to a good board, no image abnormality occurs, so there is a possibility that a malfunction event(blackout) occurred due to damage to the internal board of the video connector. The root cause of the event was most likely caused by the following: 1) video connector short circuit occurred temporarily by connecting to the video system center with water adhering to the electrical contacts. 2) overcurrent temporarily flowed by inserting and removing the video connector while the power of the video system center was on. 3) static electricity was applied to the electrical contacts of the video connector. 4) electronic components deteriorated over time due to energization stress during normal use and thermal stress of autoclave sterilization, resulting in failure. Olympus will continue to monitor field performance for this device.